Event description:
It was reported that the temperature was stuck at 21 degrees celsius throughout all the preparation steps. During a cti ablation procedure, a blazer prime xp temperature ablation catheter was selected for use. After attaching the catheter to the generator, a temperature of 21 degrees celsius was displayed, and remained throughout all the preparation steps. Subsequently, after being inserted in the patient, it was noted that the temperature remained the same at 21 degrees celsius. Another blazer prime catheter was used to complete the procedure. There were no patient complications reported as a result of this event. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned blazer prime xp temperature ablation catheter was visually inspected, and no problems were observed. Functional testing revealed that the catheter functional mechanism worked properly; no abnormal resistance was felt when actuating the device. Continuity testing was performed and the device was found within specifications. Electrical testing was also performed, the ablation was verified using the maestro generator 400, and the device was found within specifications. With all available information, the reported event of temperature cath-poor temperature control could not be confirmed as this was not able to be reproduced, and the device presented with no issues.

Event description:
It was reported that the temperature was stuck at 21 degrees celsius throughout all the preparation steps. During a cti ablation procedure, a blazer prime xp temperature ablation catheter was selected for use. After attaching the catheter to the generator, a temperature of 21 degrees celsius was displayed, and remained throughout all the preparation steps. Subsequently, after being inserted in the patient, it was noted that the temperature remained the same at 21 degrees celsius. Another blazer prime catheter was used to complete the procedure. There were no patient complications reported as a result of this event. The device is expected to be returned for analysis.

Manufacturer narrative:
Correction to the block e1: initial reporter name and facility name, address and contact details.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the temperature was stuck at 21 degrees celsius throughout all the preparation steps. During a cti ablation procedure, a blazer prime xp temperature ablation catheter was selected for use. After attaching the catheter to the generator, a temperature of 21 degrees celsius was displayed, and remained throughout all the preparation steps. Subsequently, after being inserted in the patient, it was noted that the temperature remained the same at 21 degrees celsius. Another blazer prime catheter was used to complete the procedure. There were no patient complications reported as a result of this event. The device is expected to be returned for analysis.